Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about one nn265z --> as tibia extension stem d14mm short. The implant as well as the secondary and primary packaging arrived in a decontaminated condition and they are available for investigation according to the available information, there were no negative consequences for patient. Investigation the implant arrived in a clean status and penetrated the sterile packing. The cardboard packaging is missing. The investigation was carried out visually and microscopically. We made a visual inspection of the implant and their sterile packaging. Here we found, that the implant is loose in the primary packaging and additionally incorrectly positioned. We made an optical inspection of the secondary packaging. Here we detected a torn foil and an adhesive torn foil part. Additionally we found a several time cracked foil and a color line. Furthermore we discovered motion traces. We made a visual inspection of the primary packaging. Here we found a depressed form . In addition, the primary sterile packaging is open on the opposite side of the intended side. Here we also detected motion traces. Additionally we found a several time cracked foil and visible damaged foil. Batch history review the device quality and manufacturing history records have been checked for the lot number (51800670) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause the root cause of the problem is most probably transport and storage related. Rationale according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the penetrated sterile packing was caused by improper handling due to high loads. It could be that the implant was part of a loan service. The condition of the package and the manufacturing date of the implant allows the conclusion that due to several transport processes from loan service to customer and back, or by the customer self, the packaging was damaged in a way that the sterility is no longer being complied. If the secondary packaging is damaged due to a hole, crack or something like else, the vacuum is no longer present and the primary packaging can move. This could led to a penetrated packaging and an additional damage of the primary packaging. Therefore, the vacuum in the primary packaging is also no longer present. This led to a penetrated primary packaging due to the implant. The movement of the implant led to the adhesive packaging parts. The motion traces are an indicate for this movements. Furthermore according the instruction for use the following caution must be observed: ( excerpt from instructions for use (IFU) : "[...] It is also very important that the implant is handled correctly before and during the operation. To ensure the sterility of the implant, the packaging must be inspected for any damage. Never use implants from damaged packaging. [...] Prior to use, check the product expiry date and verify the integrity of sterile packaging. Do not use implant components that are past their expiration date or whose packaging is damaged.") A CAPA is opened.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue, a breach in sterile packaging, with nn265z (as tibia extension stem d14mm short). While trying to open the implant during surgery the implant was out of the sterile packing sitting at the bottom of the manufacturing box and no longer sterile. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).